Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as it is unknown with the provided information if the reprocessing has been conducted in line with the instructions for use, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had physical defects. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the evaluation revealed the following findings: connecting tube had a dent; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; plastic distal end cover (c-cover) had a scratch; adhesives around light guide lens had white-clouded area; adhesives around objective lens had white-clouded area; connecting tube had a cut; universal cord had a wrinkle; adhesive on bending section cover (a-rubber) had white-clouded area; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, the play of upward/downward knob was out of the standard value; connecting tube had a wrinkle; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.